Manufacturer narrative:
The device was returned in a used and damaged condition: the eleventh (from the distal end) gold marker band was detached. None of the other marker bands are disturbed and the catheter is otherwise unremarkable. The gold marker band was returned and is in a separate container and is cracked completely along its length. A fluoroscopic image of the device during the procedure was provided showing the eleventh marker band dislocated yet still attached to the catheter. Gold marker bands are rec'd vendor certified per material specification for metal content, outer diameter, inner diameter and length. Quality control checks surface for imperfections and cleanliness and performs durability test for breakage. Marker bands are 100% inspected for material type, quantity, transition, security, appearance, outside diameter or banded area and placement. Due to the otherwise unremarkable condition of the catheter and other marker bands, it is likely the marker band was defective. No reports have been confirmed of cracked marker bands from the same vendor lot number. Due to the otherwise unremarkable condition of the catheter and other marker bands, it is likely the marker band was defective. Although the quality of gold marker bands are certified by the supplier and inspected in process and after final assembly, a CAPA was previously issued at management discretion to address the failure mode of poor marker band quality despite not receiving any confirmed complaints relative to this failure mode. This is the second report of this failure mode in use; however, the previous report did not provide a lot number. We will continue to monitor complaints for similar events. We have notified the appropriate internal personnel and are continuing to monitor complaints for similar events. Risk analysis was performed by quality engineering. No further risk reduction activities were required. With the addition of this occurrence, the risk to pt remains acceptable.

Event description:
The physician selected beacon tip aurous centimeter vessel sizing catheter for evar, and it was used when insertion of a stiff wire guide soon after the procedure started. He felt slight resistance when advancing it in a sheath and saw something strange about the distance between gold bands fluoroscopically, but continued the procedure. When ballooning placed stent grafts at the ending of the procedure, he found something radiopaque matter other than a marker of a balloon catheter. He found out it was a gold band of the beacon tip aurous centimeter vessel sizing catheter used earlier in the procedure. He successfully removed it using a snare. The pt did not experience any adverse effects due to this occurrence.